Manufacturer narrative:
A philips remote service engineer (rse) spoke the customer and confirmed that the device was back and use and it was unclear what was done with the spo2 sensor and cable. The engineer was unable to provide their analysis findings as we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the spo2 values did not match the blood gas analysis. This ventilated neuro ICU patient was very cold peripherally, so an ear sensor was placed. During the night, the patient desaturated and a bronchoscopy was performed, which yielded secretions. The bronchoscopy was repeated along with an ultrasound in the morning as spo2 continued to display values of 87-88%. A pulmonary embolism was suspected, so ventilator settings were adjusted; however, the clinical presentation of the patient did not match the measured values. A blood gas analysis was performed, revealing the patient had an oxygen saturation of 99%, while the monitor displayed 88% with a po2 of 17.4. The ventilator's oxygen settings were at fi02 of 80% but this measurement was taken after the bronchoscopy, so the po2 was assumed to be lower despite the 80% fio2 on the ventilator. The spo2 cable and sensor were replaced but similar issues were experienced, though the discrepancies were not as significant. The patient's po2 improved, allowing ventilatory settings to be reduced to 35%; however, the patient monitor still displayed values of 94-96%. The customer requested assistance in determining what good perfusion values were for the spo2 sensors. Additional information was received: the blood gas analysis was taken just after the bronchoscopy, not before, and the perfusion value was acceptable. The ventilatory settings had been adjusted due to the perceived drop in oxygen saturation. The spo2 ear sensor and cable were exchanged with the same results; however, additional sites were not attempted. The customer indicated it was difficult to say whether poor perfusion at the ear was a factor; however, the patient was cold peripherally so that was the original reason to move the sensor to the ear. Following confirmation of the incorrect spo2, ventilatory settings were adjusted back to previous.